Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the entire system was explanted on an unknown date to address the issue.